Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The device was not available for return from the facility. As the device was not returned for evaluation, inspection was unable to be performed. As the lot number was not reported, the device history record (DHR) was unable to be verified. The reported event could be attributed to: hose connector damaged or broken during use. Tourniquet cuff incompatible with devices and accessories. Improper connection to pump. The instructions for use (IFU) state: warnings: it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. Avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. Directions for use: before beginning the procedure, verify compatibility of all devices and accessories. Prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patient's limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. Secure the cuff fasteners to ensure that the cuff stays in place during the procedure. If the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions. Inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that the pressure tourniquet cuff would not inflate. The ancillary equipment was swapped out and there was no improvement. The physician used an esmark bandage to tie off the surgical site. There was no breakthrough or excessive bleeding. There was no patient injury and extended procedure time reported was minimal at 15 to 20 minutes. These are commonly used devices that are readily available.